Event description:
A malfunction was reported, specifically malfunction code 12, and there was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump, resolving the malfunction without recurrence. The customer was instructed to continue using the pump and to contact support if the issue recurs, which they acknowledged.